Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 9. There was no adverse impact to the customer¿s blood glucose level. Customer service provided assistance with resetting the pump, and after resetting, the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs, which the customer acknowledged and understood.